Event description:
On (B)(6) 2011, patient reported two hypoglycemic events while using the infusion device and that he is not satisfied with the way the infusion device is working. At 8 a.m., patient's blood glucose was 275 md/dl, and he delivered a 20 unit correction bolus. He went outside to clean cars, and approximately 2 hours later, he "blacked out." His wife called 911, and the paramedics arrived and tested his blood glucose. It was 62 mg/dl, and the paramedics administered glucose gel. When he "came to", he was given orange juice and a peanut butter sandwich. Blood glucose then elevated to 91 mg/dl, and the paramedics left after patient declined transport to the hospital. Patient ate a ham sandwich and proceeded to finish cleaning his cars. Patient came inside at 2 p.m., showered, and passed out at 3 p.m. Once he went into his bedroom. Wife called 911, and the paramedics tested blood glucose and it was 51 mg/dl. The administered glucose gel and had him drink orange juice. Patient again declined transport to the hospital, and blood glucose elevated to 114 mg/dl before the paramedics left. Patient spoke with his physician following these incidents and decreased his hourly basal rate. Patient advised washing his cars was comparable to his normal exercise routine. Infusion device was not dropped, cracked, or exposed to water or insulin ingress. Patient did not consume alcohol and there were no lifestyle changes. Target blood glucose is 115-125 mg/dl. Infusion device was replaced and requested for evaluation.